Event description:
Follow-up identified the reported issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the lead was cut consistent with explant damage. A kink with all broken wires was observed. Microscopic inspection showed multiple wires were detached from the electrodes on the paddle. The lead could not be fully analyzed due to the damage. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified x-rays were taken and showed the lead appears to have changed position and one tail may be kinked or fractured. Additional follow-up identified the patient¿s scs lead was explanted and replaced with a different model lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing autoreducing on all of her scs system's programs. Troubleshooting was attempted over the phone but stimulation could not be started for the patient. The patient was reportedly thrown from a horse about two months ago and the patient stated the issue started after she was thrown from the horse. A sjm representative met with the patient and diagnostics confirmed an issue with the scs lead contacts 9-16, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.